Event description:
It was reported that the customer had received a no delivery alarm. The customer's blood glucose was over 400 mg/dl at the time of the alarm. The customer stated that before that her blood glucose was over 600 mg/dl. The customer treated herself with manual injections and changing the insertion site. Troubleshooting was done. Customer stated that, at times, the cannula was bent and that the no delivery alarms typically occurred during a bolus. Customer was unable to troubleshoot the alarm because the issue had already been resolved by a complete set change. Advised to do a complete set change as soon as possible. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.